Event description:
This 78 year old male with history of hypogonadism/erection dysfunction had the original inflatable penile prosthesis placed in 1984 with revisions in 1998 and 1991. He now presents with a non-functioning prosthesis due to inability to fully inflate due to fluid leakage. The reservoir was buried within the perivestical place and to avoid a second incision, was left in place. The procedure was performed at another user facility, thus the name and descriptors of the device are unknown to this reporting facility.